Event description:
It was reported via repair work order that the power load would not lock into the system due to a damaged sleeve bearing. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was originally reported that the power load would not lock into the system due to a damaged sleeve bearing. Upon completion of the investigation it was found that the transfer would not lock into the loading position due to a worn lock pin assembly. This only affected the unit in powered mode. The unit was still fully functional in manual mode.

Event description:
It was reported via repair work order that the power load would not lock into the system due to a damaged sleeve bearing. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.